Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, shortly after the implant of this right ventricular (rv) lead, the patient experienced chest pain and a drop in blood pressure. An echocardiogram revealed an rv perforation. The patient stabalized without remedial action and this rv lead remains in service. No additional adverse patient effects were reported.